Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent grafts system was implanted for the emergency endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that on a CT performed on an unknown date, it was noted that the stent graft that had been inserted in the large common iliac artery had migrated as the vessel diameter had increased over time. There was also a type ib endoleak. It was reported that, approximately 4.5 years post index procedure, the right internal iliac artery was embolized and a device was implanted to extend the stent coverage to the external iliac artery. This resolved the type ib endoleak. As per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.